Manufacturer narrative:
The insulin pump was received with rf pic failed self test error during self test due to a faulty y1 on the rf board. Device was received with normal operating currents, device passed unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed failed self-test daily. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with rf pic failed self test error during self test due to a faulty y1 on the rf board. Device was received with normal operating currents, device passed unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.